Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6) , ubd: 18-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient developed post-procedure hematoma. There was also walking difficulty/immobility/loss of balance/unable to get out of bed. Patients wife states he isn¿t able to move one of his legs. He is being sent to physical rehabilitation now. Patients wife mentioned he developed a hematoma after surgery. His wife is also reporting partial neurologic deficit. Pt was in the ICU for 2 weeks. Pt is out of ICU and has been sent for phys therapy. Patients wife states them needing to do another surgery due to hematoma development. No additional updates at this time.  It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.